Event description:
Pt was revised to address loosening of the femoral stem and sleeve.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. A search of the complaint database did not show any other reports against the manufacturing lots. The investigation could not draw any conclusions about the reported device loosening. Provided information stated the pt has had multiple revision surgeries previously. Unsuccessful attempts were made to obtain information about the previous revision surgeries. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.